Manufacturer narrative:
Concomitant medical products: product ID: 37601, serial#: (B)(4), implanted: (B)(6) 2020, product type: implantable neurostimulator. Product ID: 3708640, serial#: (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708640, serial#: (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3387s-40, lot#: v067713, implanted: (B)(6) 2007, product type: lead. Product ID: 3387-40, lot#: j0306915v, implanted: (B)(6) 2003, product type: lead. Product ID: 3708640, serial/lot #: (B)(4), ubd: 01-dec-2018, UDI#: (B)(4). Product ID: 3708640, serial/lot #: (B)(4), ubd: 01-dec-2018, UDI#: (B)(4). Product ID: 3387s-40, serial/lot #: (B)(4), ubd: 11-sep-2010, UDI#: (B)(4). Product ID: 3387-40, serial/lot #: (B)(4), ubd: 03-feb-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had low impedances on contacts 0 and 1. The contacts were not being used. The physician offered to do an extension revision next battery replacement. No symptoms were reported.